Manufacturer narrative:
Analysis confirmed that the handle screw was caught in the handle. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from service and repair via manufacturer representative regarding a flex arm device used for spinal therapy. It was reported that the movement is not good. No further complications were reported regarding the event. Update : procedure involved: med the product came in contact with the patient. There was no impact to patient.